Event description:
It was reported that a tx30v was used during a demonstration. It was reported by the affiliate that the instrument was unpacked for a demonstration with surgeon. Instrument was performing well (lock with empty cartridge works also when the cartridge is not fully fired), but with manual pin placement, at closure, the pin protrudes through the anvil. Device not used on pt.